Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported. Additional information was received that this patient experienced sustained ventricular tachycardia (vt) and received multiple appropriate shocks, however all shocks failed to convert the patient's rhythm and exhibited impedance measurements of greater than 125 ohms. Additionally, it was noted that this lead exhibited high defibrillation thresholds. This rv lead was subsequently surgically abandoned and replaced, and successful defibrillation threshold (dft) testing was performed on the newly implanted lead. Other than the surgical procedure, no additional adverse patient effects were reported.